Manufacturer narrative:
During a coil embolization of an abdominal aortic aneurysm the orbit galaxy (B)(4) could not be detached when pressurizing the unspecified syringe (catalog/lot unknown) to the green zone. It is not known if the alternative detachment method was attempted. When the orbit galaxy was replaced for a new one (lot unknown), the new orbit galaxy was able to be detached using the same syringe. When holding the embolic coil of the orbit galaxy, it was detached outside the patient. Afterwards, the procedure was successfully completed; two coils were successfully placed without any further issues. There was no patient injury/complications reported. There is no information available regarding the vessel/aneurysm characteristics. Prior to the complaint product, six coils were successfully placed in the aneurysm. The device was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The syringe was filled from a dedicated source of saline. The coil delivery system was prepped without any difficulties. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or deliver tube. The syringe pressurized as intended. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter (prowler select plus, size and lot unknown) was replaced or not. It is unknown if the microcatheter was re-shaped or not. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 9 x 25 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and broken. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were not returned for evaluation. The hypotube was inspected under microscope and the edge of the broken section of the hypotube appears it was kinked before it got broken. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach could not be evaluated since the support coil, gripper and embolic coil were not returned for evaluation. With review of the information, based on the report that the device was retrieved from the patient without the coil stretching or detaching and that the coil detached during post procedural handling, it is concluded that the separation of the hypotube also occurred due to post procedural handling. This is further supported by the analysis which shows evidence of kinking having led to the separation. It was reported that it is not known if the syringe pressure was increased to the red zone in attempt to detach the coil as outlined in the instructions for use (IFU). Although a definitive conclusion cannot be made regarding the inability to detach the coil it is possible that procedural factors may have contributed. Inspections are in place to prevent devices with this failure from leaving the facility. With review of the device history records there is no indication of any manufacturing process issues related to the event or condition of the returned device. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, an orbit galaxy ((B)(4)) would not be detached at the green zone using an unspecified syringe (catalog and lot unknown). It is unknown if the alternative detachment was attempted. When the orbit galaxy was replcaed for a new one (lot unknown), it was able to be detached using the same syringe. After withdrawal, when the physician held the embolic coil of the orbit galaxy, it was detached outside the patient. The syringe was filled with saline from a dedicated source of saline. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or deliver tube. The coil delivery system was prepped without any difficulty. The dcs syringe pressurized as intended. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. Prior to the complaint product, six coils were successfully placed in the aneurysm. After that, two coils were successfully placed without any further issues. It is unknown if the microcatheter (prowler select plus, size and lot unknown) was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. It is also unknown if the coil remain attached to the delivery tube. No additional information is available. The procedure was coil embolization of abdominal aortic aneurysm.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15663519 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: unspecified syringe (catalog and lot unknown), new unknown coil, eight unknown coils, microcatheter(prowler select plus, size and lot unknown).